Event description:
Pt developed capsular contracture. Pt underwent removal of infact gel filled implants with a 460cc marking on each. There was no evidence of gross gel throughout the pocket although there was some tackiness surrounding the implants surrounding some degree of gel bleed. There was a significant capsule around each implant.